Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pace/sense impedance measurements have been trending up from 700 ohms to 1400 ohms. Thresholds have increased and sensing is variable. No noise or oversensing was observed and shocking impedances were stable. Six months later, additional information was received indicating the pacing lead impedances had risen to greater than 2,000 ohms. The physician has elected to continue monitoring the lead since the patient was not pacemaker dependent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Approximately seven months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.